Event description:
A female patient contacted lifecor customer support to report that she was getting many "adjust belt" and "check belt" messages beginning today. Patient stated that the ecgs are firmly on the skin. Support had the patient download and the download would not go through because of the alarms. Support had the patient disconnected the electrode belt from the monitor. Data transmission showed increased right fall-off. A lifecor territory manager visited the patient and replaced the electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. The electrode belt was found to have an open connection in the distribution node. Two wires were broken off of the board causing a corruption in the signal. The entire cable was strained. The distribution node was repaired and the electrode belt was tested. Baseline evaluation was performed and the cardiac signal now appears normal. The electrode belt was returned to stock. The root cause of this open connection is unknown but is likely due to strain placed on the cable during patient use. No adverse event resulted from the faulty electrode belt. The patient received a replacement electrode belt.